Event description:
It was reported that intermittent cartridge alarm occurred during insulin delivery. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.